Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reax0583 showed one other similar product complaint(s) from this lot number.

Event description:
Facility reported that the coiled tip of the accucath sheared off completely. No additional information yet provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed and the damage appears to be related to use of the device. Two accucath deployment systems were returned for investigation. Evidence of use was observed on the samples. The catheter had been removed from each needle and one safety mechanism was properly engaged (this sample was investigated under complaint record (B)(4)). The needle on the other sample was protruding 7mm from the housing. The guidewire extending from the needle that was not properly retracted within the handle was missing the coiled end. The coiled tip was found inside the needle. A forceful removal of the guidewire caused the coiled end of the wire to exit from the needle. After the coiled end of the guidewire was removed from the needle, the safety mechanism functioned properly and the needle was completely retracted within the handle. At this time, based on the evidence provided with the returned sample, it appears that complications were encountered during the insertion process. The IFU states, ¿insert the needle into the vein and observe for blood return in the catheter.¿ the IFU warns, ¿do not force or retract the guidewire. Retracting the guidewire may increase the risk of guidewire damage. If the guidewire must be retracted, remove the entire device to prevent the needle from damaging or shearing the guidewire.¿

Event description:
Facility reported that the coiled tip of the accucath sheared off completely. No additional information yet provided.